Event description:
While broaching for a tibial sleeve, it was discovered that the distal tip of the stem trial had come off and was left in the patient. After several attempts to remove it, the surgeon decided to leave it in the patient.

Manufacturer narrative:
The instrument associated with reported event was not returned. The initial reporting stated the portion of the instrument not remaining in the patient would not be returned. The initial reporting stated patient x-rays were not available. A search of the complaint database found previous reports of the stem trial breaking and falling in the patient. Previous investigations resulted in the initiation of ww CAPA (B)(4) to identify root cause and any corrective actions. The current investigation could not draw any conclusions about the reported event without the instrument to examine and insufficient information. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.